Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac vein. Two 18-6/5.8/75 xxl esophageal were advanced bilateral for kissing balloon dilatation. However, during first simultaneous inflation at 5 atmospheres for 5 seconds, the balloon burst. Upon deflation, it was noted that the blood returned to both in deflators and burst was confirmed. Both balloons were removed intact from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood observed inside the balloon is indicative of a device leak. A balloon pinhole was also identified located approximately 4mm proximal of the proximal markerband. The rated burst pressure for this device is 5 atmospheres as per specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac vein. Two 18-6/5.8/75 xxl esophageal were advanced bilateral for kissing balloon dilatation. However, during first simultaneous inflation at 5 atmospheres for 5 seconds, the balloon burst. Upon deflation, it was noted that the blood returned to both in deflators and burst was confirmed. Both balloons were removed intact from the patient. The procedure was completed with another of the same device. No patient complications were reported.